Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high and low glucose. On 5/18, prior to the low bg event and subsequent hospitalization, the user experienced high bgs as a result of an occlusion alarm that suspended insulin delivery for 9 hours. At 8 pm on 5/18, the occlusion was cleared as the user performed an infusion set change with a 12u prime of insulin. After the supply change, the user remained high and the ilet was delivering correction doses. At about 10:30 pm on 5/18, the g7 was triggering sensor issues which continued through the low event. The logs indicate the ilet stopped dosing insulin at 12:15 and remained in that state for the entire day on 5/19, correlating with the report the user removed the ilet. A definitive cause for this event cannot be determined although the occlusion event prior to the high bg and the sensor issues prior to the low may have contributed.

Event description:
On 5/21/25, a patient reported that on (B)(6) they experienced a hypoglycemic event with loss of consciousness, reporting a low bg of 10 mg/dl. Prior to the hypoglycemia evnet, the user was experiencing high bgs. The patient's wife called ems and the patient was taken to the hospital where the user was treated (unknown). The patient was admitted to the hospital and discharged on (B)(6) 2025. The patient remains disconnected from the ilet.